Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that during insertion of the bone screw into hard bone the driver tip broke off. The broken pieces were removed from the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: the product analysis team visually confirmed approximately ~3 mm of the instrument¿s tip has been broken off, which is consistent with interface with the screw head during use. Dimensional inspection of the inner shaft diameter confirmed conformance to the print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, which is consistent with torsional overload. The pin that holds the collar to the center shaft has sheared, which is also consistent with overload condition. It was observed that the tip of the instrument was subjected to torsional overload, which is the root cause of the failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.